Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: during investigation, the bottom part of the keypad was found to be peeling up. The up arrow, down arrow, and ok keypad buttons were under responsive. The keypad was removed to find visible button contact contamination. Unrelated to the complaint, the audio bolus button cover was found to be missing. Unrelated battery compartment cracks were found above and below the grip pad.